Manufacturer narrative:
The downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. Timeouts occurred at the end of the device's run. The device was connected to a pdm before any of the internal components were manipulated. The device successfully delivered a 5.00 unit bolus. No occlusions were found along the fluid path and fluid was seen exiting the distal tip of the soft cannula. No damages or defects were found on the drive mechanism during the investigation. The formed needle was observed to be exposed in the soft cannula. The linkage assembly was observed to not be fully retracted, however, the needle fully retracted after the device was opened. Score marks were observed on the top housing where the linkage assembly is rubbing against it. The needle mechanism was reset and was successfully re-deployed. No damages or defects were found on the linkage assembly before or after the device was re-deployed. The cause exposed needle can be determined as a misaligned linkage assembly.

Event description:
It was reported that the patient's blood glucose levels reached 485 mg/dl while wearing the pod between 4 and 24 hours.